Event description:
A malfunction alarm was reported, identified by the code 16-0x20e6, and the issue persisted upon restarting the pump, resulting in the pump being inaccessible. No information was available regarding the impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.